Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was in alternate vector and delivered an inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). All vectors were failing and it was noted that the patient lost some weight. An x-ray was performed and the position of the system looked optimal. Low amplitudes and some signal oversensed was noted in secondary vector. Troubleshooting options were discussed and recommended. The patient is still programmed therapies on in the alternate vector. Will continue to monitor the patient and they will alert clinic for any delivered shocks. Currently, this s-ICD system remains in service and no adverse patient effects were reported. Additional information was received a patient advocate reported she believes that this device might have a short. The advocate reported multiple shocks that seemed to have occurred when the patient touched something metal. It was noted that when the patient was shocked they fell. Subsequently the health care professional (hcp) requested a review of stored subcutaneous electrocardiograms (s-ECG), technical services (ts) was consulted and noted six inappropriate shocks due to t wave oversensing that occurred over a span of 6 episodes and correlated with the timing the advocate indicated the patient received the shocks. This subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No additional adverse patient effects were reported.